Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window, and a cracked case near the display window corners. The pump also gave a button error alarm, and had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 236 mg/dl. Customer stated that the down button was the problem because it didn't' click. Customer was watching tv and received the button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.